Event description:
Provider advised the seat pan adjustable bracket is bent on the right side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.